Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his insulin pump had somehow disconnected from his body. Customer's blood glucose level was 427 mg/dl. Customer was having high blood glucose levels as a result of being disconnected from the insulin pump. Customer was advised to not remove the active insulin time.